Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.

Event description:
It was reported that the device reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.